Manufacturer narrative:
In the event devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be confirm or analyze via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the scs lead incision site. Reportedly, the patient went to the emergency room twice because of pain. Reportedly, the patient went through 14 days of antibiotic treatment due to the infection. The pain and inflammation lessened with the antibiotic treatment but the infection was still present. Subsequently, the patient's scs system was removed.

Event description:
Follow up information received identified the patient had completed her treatment and the infection has resolved.

Event description:
Follow up information received identified the patient's infection has not resolved. The patient was on four weeks of antibiotics. In addition, the infected area was being cleaned and packed with medicated gauze three times a week.